Event description:
The device "went dead"; it was no longer responding to the programmer. There was no obvious interaction that suggested the device was damaged from an outside source (surgical procedure, high powered magnet, etc). The manufacturer representative was not sure of the device settings and could not determine if it was normal depletion. The device was replaced. The patient outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.